Manufacturer narrative:
This is two of two initial/final MDR report being submitted for this complaint with associated MFR# 3008264254-2016-00063 and 2954740-2016-00209. (B)(4). Concomitant medical products: sheath introducer (terumo); guide wire (asahi); progreat (terumo); y connector (terumo); enpower. A non-sterile orbit galaxy cmplx fill coil 2.5x5 was received coiled inside of a plastic bag. The introducer was received separated of the unit and no damages were noted on it. The hypotube was inspected and no damages were noted on it. The support coil, the gripper and the embolic coil were found outside of the introducer. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found stretched. The functional test cannot be performed as the introducer was received separated from the unit. A review of the manufacturing documentation associated with this lot 17323970 presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of impediment of the coil in the introducer could not be evaluated due to the conditions of the received unit. The cause of the stretched condition noted on the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. However this defect could not be related to the manufacturing process. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Handling and procedural factors could have contributed to this condition. No corrective or preventive actions will be taken.

Event description:
As reported by a health care professional, resistance was experienced with galaxy coil (640cf2505/17323970) and a deltaplush (cpl10020330/c33965) coil. The galaxy coil was used after three coils were embolized, the coil got stuck at the middle area of the microcatheter. The coil was re-sheathed, retrieved and cleaned upon retrieval. The physician then cleaned the inside of the microcatheter and tried reusing the galaxy coil. The coil was stuck in the sheath and could not be delivered. The same event occurred with the deltaplush (cpl10020330/c33965) coil. The procedure was successfully completed with a 10-minute delay. The procedure was partial embolization of the splenic artery. The patient was a male of unknown age; the vessels were moderately tortuousness and were not calcified. There were no patient injuries or complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush was maintained at all times. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. The product will be returned for the investigation. No further information is available.